Event description:
Device 2 of 2 reference MFR report: 1627487-2012-15095. It was reported the pt experienced a headache the day after undergoing a trial procedure where two trial leads from different lots were placed. The physician prescribed the patient a muscle relaxer for the headache. The patient was later admitted to the hospital and the physician confirmed a cerebrospinal fluid leak had occurred. The trial unit was removed and a blood patch was performed. Follow up indicated the patient is doing great and plans to move forward with a permanent implant at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.